Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hrs. (B)(4). Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 4.0mm cancellous bone screw head snapped off while being drilled during an unknown procedure. A piece of the shaft remains in the patient's bone. The broken portion of the screw head was retrieved. It is unknown if an additional screw was implanted and unknown if any medical intervention was required. There was no reported surgical delay. The patient status/outcome is unknown. The procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition for the 206.050 4.0mm cancellous bone screw was likely caused by the application of excessive torque during insertion; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 206.050 4.0mm cancellous bone screw is an implant routinely used in the small fragment locking compression plate (lcp) system. The device was returned and reported to have broken during surgery. This condition is confirmed; the shaft of the screw broke along a homogenous fracture surface approximately four millimeters down the threaded shaft from the screw head. It is likely that an excessive amount of torque was applied to the device causing the screw head to pop off and leading to this complaint condition. The balance of the returned device is in fairly worn condition consistent with attempted insertion. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. It is likely that an excessive amount of torque was applied to the device causing the screw head to pop off and leading to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.